Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working. The glucose values were 50 points off. When customer give a unit of insulin it was supposed to drop me 50 points. It drops it 100 points. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.